Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that patient faced an infusion set tubing was leaking. The blood glucose level was 18 moll/l and was managed by insulin pen. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Patient country: australia. Patient city: (B)(6).